Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device") and genital haemorrhage ("cut on one of my fallopian tubes and there was more bleeding than usual") in an adult female patient who had essure (batch no. B68014-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, cholecystectomy, genital herpes, acid reflux (oesophageal), pap smear abnormal, inflammation and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), urinary incontinence ("urinary incontience") and genital injury ("cut on one of my fallopian tubes and there was more bleeding than usual") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, fatigue, uterine leiomyoma and genital injury outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the urinary incontinence was resolving. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dyspareunia, fatigue, genital haemorrhage, genital injury, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs date of removal was reported was:(B)(6) 2018 :hysterectomy with bilateral salpingectomy (B)(6) 2018 :robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-may-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device") and genital haemorrhage ("cut on one of my fallopian tubes and there was more bleeding than usual") in an adult female patient who had essure (batch no. B68014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, cholecystectomy, genital herpes, acid reflux (oesophageal), pap smear abnormal, inflammation and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), urinary incontinence ("urinary incontinence") and genital injury ("cut on one of my fallopian tubes and there was more bleeding than usual") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, fatigue, uterine leiomyoma and genital injury outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the urinary incontinence was resolving. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dyspareunia, fatigue, genital haemorrhage, genital injury, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs date of removal was reported was: (B)(6) 2018 :hysterectomy with bilateral salpingectomy. On (B)(6) 2018: robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Reporter's information was added. Lot number was added. Added event : abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), pain, fatigue, fibroids, lower abdomen pain, urinary incontinence, cut on one of my fallopian tubes, there was more bleeding than usual. Updated outcome of events. Updated onset date of events. Concomitant condition, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.